Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Physio replaced the flex cable assembly which connects the user interface pcb to the pcb stack as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that the display on their device will turn all white after the self test completes. A complete white screen is indicative of a lock up condition of the device and the device would likely not have the ability to be used on a patient, if needed.